Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a thread of bd syringes with luer-lok¿ tips was found in the eye. The following information was provided by the initial reporter: thread which could come from the syringe found in the eye. The thread was returned by the customer and analyzed in our particle lab. The best match is polypropylene. The customer suspects the thread is coming from the syringe. The material of the syringe was compared to the thread which was found. The spectra suggest the blue fiber may be the same material as the syringe.

Event description:
It was reported that a thread of bd syringes with luer-lok¿ tips was found in the eye. The following information was provided by the initial reporter: thread which could come from the syringe found in the eye. The thread was returned by the customer and analyzed in our particle lab. The best match is polypropylene. The customer suspects the thread is coming from the syringe. The material of the syringe was compared to the thread which was found. The spectra suggest the blue fiber may be the same material as the syringe.

Manufacturer narrative:
The follow field was correct after further review: h.6 imdrf annex f grid health effect - impact code: f12.

Manufacturer narrative:
H6: investigation summary: a photo displaying fourier transform infrared spectroscopy (ftir) spectra results from a pictured blue strand of foreign matter was received and evaluated. Foreign matter size could not be determined from the photo received. The spectra showed a strong possibility that the foreign matter was most likely made up of polypropylene. Furthermore, while the syringe barrel is indeed made from polypropylene no blue colorant is added. Additionally, the product was sold bulk non-sterile, and it is unclear if the product underwent a secondary manufacturing process after leaving the assembly-bulk packing facility. The strand of foreign matter cannot be confirmed to have originated at the manufacturing site; therefore, a potential root cause could not be established and corrective actions are not necessary. A device history record review was completed for provided lot number 2102488. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that a thread of bd syringes with luer-lok¿ tips was found in the eye. The following information was provided by the initial reporter: thread which could come from the syringe found in the eye. The thread was returned by the customer and analyzed in our particle lab. The best match is polypropylene. The customer suspects the thread is coming from the syringe. The material of the syringe was compared to the thread which was found. The spectra suggest the blue fiber may be the same material as the syringe.